Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer stated that she was treated three times by the paramedics due to low blood glucose levels. The dates were (B)(6)of 2011. The customer felt that the events were due to incorrect basal rate settings. The customer stated that the daily totals did not match with the basal rate delivery totals. Nothing further was reported.